Manufacturer narrative:
Patient death(s) were also included in the results of the journal article, however no causal link suggesting that the medtronic device(s) used in the patient cohort may have caused or contributed to the death(s) was provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Journal title: drug-coated balloon for treatment of de-novo coronary artery lesions in patients with high bleeding risk (debut): a single-blind, randomised, non-inferiority trial. Http://dx.doi.org/10.1016/ s0140-6736(19)31126-2. Date of event = date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out amongst 208 patients to show that pci procedures using drug eluting stents are not inferior to pci's using bare metal stents. 106 patients in the study group were implanted with bare metal stents and 102 patients were implanted with drug eluting stents. It was reported that integrity bare metal stents were used as part of the study bare metal stent group. Vessels treated included the lad, diagonal branch, lcx, marginal branch, rca and rpl. A delivery failure of the study device was noted in the bare metal stent group but it is unknown if this was a integrity stent or a non-medtronic device. Adverse events reported included non fatal mi, bleeding, definitive stent thrombosis and target lesion revascularization. A cardiovascular death was reported however it is unknown if the cause was due to an integrity stent or a non-medtronic device.